Event description:
Per the surgeon's report, this pt was assaulted in 2006. After this incident, he could no longer hear with his cochlear implant. All externals were exchanged, but this did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device the following month, and reimplanted the pt with a new device during the same surgery.